Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles on the gel, underweight, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken crease sharp on the radius, one broken smooth on the posterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the radius assessed as fold flaw opening. Broken smooth on the posterior assessed as smooth opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.